Event description:
The needle snapped off in the stomach; remove the needle with tweezers [device breakage]. Case description: medical device information: class iia. This spontaneous case from (B)(6) was reported by a consumer as "the needle snapped off in the stomach; remove the needle with tweezers" and concerns an (B)(6) female pt treated with novofine 30 g (needle; device therapy) from and to unknown dates for insulin-requiring type ii diabetes mellitus. Patient's height: not reported. Medical history includes insulin initiated on (B)(6) 2008. On (B)(6) 2009, the patient's daughter in law and carer of the patient informed that she had dialled up 24 iu and kept the needle under the skin for 10 seconds when she went to remove the needle she noticed it had snapped. The daughter in law mentioned that at times the needles are bending. The daughter in law had injected lantus solostar (insulin glargine) with the novofine 30 g 8mm needle. The patient was also treated with novorapid (rapid-acting insulin aspart) 6 iu at lunch and 6 iu at dinner. New needles are always used, an air shot is performed and the needle is removed immediately after each injection. The daughter in law had to remove the needle with sterilised tweezers however; she could not be sure that she had removed it all. Therefore, it was planned to go and see a doctor. The daughter in law returned a call after the visit at the patient's doctor. Everything was removed initially, no needle left under the skin. The reporter informed that she had contacted (B)(4) who had recommended that the reporter used bd needles for lantus solostar instead of novofine. Samples will be returned for analysis. Outcome was not reported. Comment: alternative aetiology not reported.